Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, filter embedded in wall of the inferior vena cava (ivc), and an unsuccessful removal attempt. The patient is also reported to have experienced mental anguish, anxiety and stress. The medical records indicated that the patient¿s filter was attempted to be removed on or about three months post implantation but could not be removed, the reason for the unsuccessful removal was not provided. The indication for the device placement was status post gastric bypass surgery complicated by atrial fibrillation for which the patient was readmitted to the hospital for treatment. The patient was found to be short of breath and was diagnosed with pulmonary embolism (pe). The lower extremity ultrasounds were negative for deep vein thrombosis (dvt) and the patient was started on coumadin. Several days later the patient was re-admitted with some gastrointestinal (gi) bleeding at the anastomosis site. Sixteen days post the gastric bypass, the patient underwent the filter placement. The device was placed via the right common femoral vein and deployed below the level of the renal veins in the ivc. The patient tolerated the procedure well and had no post procedural complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The mechanism of the retrieval difficulty and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported, perforation and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a malfunction and may be related to patient specific underlying issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form that the filter could not be removed approximately 3 months after filter placement. The device is unable to be retrieved. These injuries have caused emotional distress, mental anguish, anxiety and stress. The event date was updated. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, filter embedded in wall of the inferior vena cava (ivc), and unsuccessful removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates, that the filter was attempted to be removed on or about three months post implantation. The patient is reported to have mental anguish, anxiety and stress. The indication for ivc filter implantation was pulmonary emboli following gastric bypass surgery. It was reported that eight days post a gastric bypass surgery the patient was admitted to the hospital and diagnosed with pulmonary emboli. The emboli were treated with coumadin. The patient's ultrasound, at that time, was negative for deep vein thrombosis (dvt). Several days after the initial diagnosis of pulmonary emboli, he was re-admitted with gastrointestinal (gi) bleeding at the surgical anastomosis site. Sixteen days post the gastric bypass, the patient underwent the filter placement. The patient tolerated the index procedure well and had no post procedure complications. The filter was deployed in the inferior vena cava in good position in the infra-renal portion with good apposition. The filter remains implanted and unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Mental anguish refers to certain types of suffering that may include distress, anxiety, fright, depression, grief, or trauma. This does not represent a device malfunction. It is noted that the retrieval attempt was on or about three months post implantation of the ivc filter. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without the procedural films to review, the reported retrieval difficulty, perforation and embedded into the vessel wall could not be confirmed. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. A clinical conclusion could not be determined as to the cause of the events. Clinical factors that may have influenced the event include patient, and pharmacological characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, filter embedded in wall of the inferior vena cava (ivc), and unsuccessful removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates, that the patient¿s filter was attempted to be removed on or about three months post implantation. The patient is reported to have mental anguish, anxiety and stress. Originally, the patient tolerated the index procedure well and had no post procedure complications. The filter was deployed in the inferior vena cava in good position in the infrarenal portion with good apposition.